Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use a resolute integrity stent. The device was inspected before use. Target lesion was pre-dilated. No resistance was noted while advancing the device to the lesion. It was reported that a stent strut was damaged in a calcified vessel. No patient injury.